Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional xience sierra stent delivery system (sds) referenced is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat a moderately calcified, moderately tortuous left anterior descending artery. The 3.5x15mm xience sierra stent delivery system (sds) was deployed and another 3.5x28mm xience sierra sds met resistance with the previously implanted stent causing the xience sierra to become twisted and mangled. The second xience sierra unimplanted stent was noted to have the stent struts flared. The implanted stent was removed via snare and the 3.5x28mm stent delivery system was simply withdrawn. The procedure was completed successfully with a 3.5x23mm and 3.5x15mm xience sierra. There were no adverse patient sequela reported and no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported material deformation was confirmed. The reported difficulty to advance could not be confirmed due to the condition the device was received. The reported device damaged by another (explained) could not be replicated in a testing environment as it was related to operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.